Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, the event is not related to the procedure nor the device. There are clinical factors that may have contributed which include the patient's unique anatomy, diet and medication compliance, and other related comorbidities. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
It was reported that the patient came in for a clinic visit on (B)(6) 2016 and reported feeling fatigued for three days. Routine labs showed a hemoglobin (hgb) of 6.1 (down from 8.5) and international normalized ratio (inr) of 2.5 (supra-therapeutic, goal 1.5-2.0). The patient denied any melena or frank blood. No alarms were associated with the loss of volume. Of note, this patient has been admitted multiple times for suspected gi bleed (MFR report #: 3007042319-2015-02710, 3007042319-2016-03362, 3007042319-2017-00074). The patient was admitted and her anticoagulation meds were stopped. She was transfused a total of 4 units packed red blood cells (prbcs) during her admission. The gastrointestinal (gi) team was consulted, but since her hgb stabilized post-transfusions and since she had no overt signs of gi bleed, they decided against any invasive testing at that time. The patient was challenged with her oral anticoagulation meds, which she tolerated well. No changes were made to her anticoagulation regimen (aspirin 81mg daily and warfarin with inr goal 1.5-2.0). She was discharged home on (B)(6) 2016.